Event description:
Philips received a complaint from the customer on the v60 indicating that the device was not charging the battery. It was reported that there was no patient involvement at the time the issue was discovered. The philips service engineer (pse) was not able to evaluate or repair the device as there was no response from the customer. It is unknown what the outcome of the service event was, and no further information could be obtained. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.